Event description:
Device issue: guide wire separation. Time of device issue: during procedure. Adverse event: intervention to remove separated guide wire tip. User facility medwatch report received reading, "pt required central venous line. In attempts to cannulate the left subclavian vein, the guide wire was passed through the needle per (B) (4) technique. It met resistance, so an attempt was made to remove the wire. The wire seemed to catch in the needle and not glide easily out, so the needle was removed with the wire. Wire appeared intact after removal and with inspection. No further attempts made to cannulate subclavian vein and central venous line placed in right femoral vein. No clinical compromise noted. Object found incidentally when skeletal survey completed 2 days post line placement. CT chest showed confirmation of 2cm foreign body located in a branch of the left pulmonary artery. Determination made to remove foreign body. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received. User facility voluntary medwatch report (B) (4).